Event description:
During the use of the wand for bilateral laryngeal papillomatosis, the surgeon noticed that it was burning the patient. No additional information was provided regarding the degree of burn or any treatment administered; however, no additional patient complications were reported as a result of this event.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as: insufficient suction pressure was used, having inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open or a secondary source of outflow was not used. The instructions for use (IFU) provided with the device contains warnings and precautionary measures related to proper use of the device.